Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2014. Device currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.